Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID (B)(4) lot# l64337 explanted: (B)(4) 2017 corrected information: device code (B)(4) should have been included on the initial MDR if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(4) 2017 from consumers who reported that the patient had an accident and that was why the pump was implanted because of a spinal cord injury. Per the patient, he had been having trouble for probably close to 2 years and thought the original problem was the catheter. Over the years, when he first had the trouble with the catheter, they increased the medication and he was still having trouble with his spasticity. Then finally, they did a dye study. Per the patient, the pump was replaced for battery depletion, but the catheter had to be replaced because it was ¿deteriorated¿. The issue was resolved.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, lot# l64337, implanted: (B)(6) 1999, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2017-may-18 regarding a patient's implanted infusion pump containing gablofen (1000 mcg/ml at 384 mcg/day). The indication for use was intractable spasticity. It was reported that the patient experienced an increase in spasticity on an unknown date. A dye study was performed in the last week, and it was found that the catheter was not patent. A catheter revision was scheduled for (B)(6) 2017. The representative inquired whether the dose would change if the concentration was changed from 1000 mcg/ml to 500 mcg/ml, and it was reviewed that dosing was a medical decision and that the dose could be programmed by the hcp, which would affect flow rate. No further complications were reported or anticipated. Additional information was received from a manufacturer representative on 2017-may-30. It was reported that the system (pump and catheter) was replaced on (B)(6) 2017.